Event description:
Related manufacturer reference number for controller clock corrupt, backup battery not installed, and backup battery faults: 2916596-2021-06361.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unspecified acute event was unable to be confirmed. The heartmate 3 system controller was not returned for analysis and no log file was submitted for review. Multiple good faith effort attempts were made requesting the serial number of the system controller that was exchanged due to the acute event, a description of what the acute event the patient was referring to that led to the controller exchange, and if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a controller change was done on (B)(6) 2021 in the midst of an acute event. Since the exchange, the monitor has had an alert that the backup battery needs to be changed. Reseating and replacing the battery was tried but did not clear the alert. The log file captured some controller clock corrupt events in the first part of the log on (B)(6) 2000 at 18:11 - 07:40, it also noted a backup battery not installed on (B)(6) 2021 at 13:46 and a backup battery fault on (B)(6) 2021 at 13:48.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.